Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm) resulting in possible false device classification of episode termination and possible false classification of episode type. It was also reported that atrial lead position check had failed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: fr995-23 valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.